Event description:
It was reported that the system would not display an usable image. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.